Manufacturer narrative:
The products were not explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a new cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the leads were implanted successfully. No defibrillation threshold (dft) testing was performed as the patient's ejection fraction was only 10%. During the procedure, the patient became unresponsive, suffered a stroke and died. The physician believed the cause of death was electromechanical dissociation. There were no allegations that the device or lead system caused or contributed to the patient's death.